Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-10. H6: investigation summary bd received two (2) samples and four (4) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for improper stopper assembly was observed. The rubber stopper was placed perpendicularly in the hemogard shield and was lodged in the tube. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of improper stopper assembly. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing with incomplete clearance of the effected product. Awareness of this complaint has been created within the business team. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had the stopper creep out. The following information was provided by the initial reporter: "it was reported that the serum separator is dislodged near the top of the tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had the stopper creep out. The following information was provided by the initial reporter: "it was reported that the serum separator is dislodged near the top of the tube."